Event description:
Procedure was performed in (B)(6).customer reported they inadvertently activated the generator and the heating of the closurefast catheter without the surgeon pressing the button on the catheter, and without the surgeon knowing. This case happened a year ago with the catheter in the small saphenous vein of an awake patient before the tumescent anaesthetic was injected. She experienced immediate severe pain and very troublesome sural neuropraxia for months afterwards.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.